Manufacturer narrative:
An event of calcification was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Calcification is a known potential adverse event associated with bioprosthetic heart valves. Per the warnings instructions per use artmt600099236 rev. A, "accelerated deterioration due to calcific degeneration of the valve may occur in:" "children, adolescents, or young adults", "patients with altered calcium metabolism (e.g., patients with hyperparathyroidism or chronic renal failure)" or "individuals requiring hemodialysis".

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 25mm trifecta valve was implanted. On (B)(6) 2020, structural valve deterioration was noted. On (B)(6) 2020, a valve in valve was performed and a 26mm transfemoral tvar sapien valve was implanted. The patient status is unknown. Additional information has been requested.

Event description:
On (B)(6) 2010, a 25mm trifecta valve was implanted. On (B)(6) 2020, calcification was noted and patient was experiencing chest pain. On (B)(6) 2020, a valve in valve was performed and a 26mm transfemoral tvar sapien valve was implanted. The patient status has been discharged and is removing in rehab.